Manufacturer narrative:
Follow-up #1 date of submission 09/11/2015-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: during testing, there was no damage observed on the keypad and all the buttons functioned appropriately. The keypad malfunction was unable to be duplicated. All the button contacts were free of contamination. Unrelated to the original complaint, there was moisture throughout the pump when the device was opened.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the keypad buttons were under responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.